Event description:
During a surgical procedure the permanent cautery spatula instrument tip was smoking. The instrument was replaced and the procedure was continued. No pt harm, adverse outcome or injury was reported.

Event description:
It was reported that during a surgical precedure the permanent cautery spatula instrument tip was smoking. The instrumnet was replaced and the procedure was continued. No pt harm, odverse outcome or injury was reported.